Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent button response due to a flattened dome switch. No damage was noted to the keypad traces and no unlocked keypad connector was noted. The insulin pump had a cracked display window, cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the buttons on the insulin pump were not responding properly. The customer did not recall the blood glucose reading or any significant event leading to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.